Event description:
Ref imp report (B)(4).

Manufacturer narrative:
Complaint record (B)(4). This report is being filed under exemption (B)(4) by the MFR arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may be submitted for the manufacturing site arjo (B)(4). As of (B)(4) 2010, that number was deactivated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). A complete investigation was performed by the MFR, including a review of the trend of similar problems, similar device, history of the device involved and sequence of events. No previous event was deemed similar so this is considered an isolated case. Concerning the device, there were no manufacturing anomalies, no relevant technical bulletins or field actions. From the facility, the carers used the tempo lift, and the client was heavier than the safe working load, which made the device tip during use. The facility did not want arjohuntleigh to come over and fill an incident description form, as they concluded the event was related to a user error. Since the description of the event was deemed sufficient to proceed with the investigation, no product return and no simulation was performed. Using the device past its sage working load will decrease the stability of the device and it will be more likely to tip over during use. The instructions for use (IFU) kpx50550.gb issue 2 states, "safety instructions: warning: do not overload the tempo beyond the approved lifting capacity (p.5)" moreover, the safe working load of the device is indicated in the user manual as well as on stickers affixed to the floor lift. It is considered as an important safety aspect of any pt lifting device, and since it was not adhered to, this user error is therefore most likely attributed to a lack of training. The device failed to meet specification due to a user error, was in use for treatment and contributed to the outcome of the event. It has been suggested to remind the facility to respect the safe working load of the device.